Event description:
It was reported the endoscope reprocessor exhibited black flakes in the oer-pro tub and drain port mesh filter. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) visited the site to evaluate the device. The fse confirmed that black material was generated from the equipment at reprocessing. Therefore, the equipment did not meet its specifications or function. In addition, the field service engineer (fse) found that the cover of the device mesh filter was broken and it was replaced. Based on the results of the fse investigation, the foreign material was confirmed to be black residue, but the type of foreign material was unable to be identified. A review of the customer-provided cleaning disinfection and sterilization (cds) processes and identified no obvious deviations from instructions for use (IFU). A definitive root cause of the foreign material was unable to be determined. Olympus will continue to monitor field performance for this device.